Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on" was confirmed during the functional testing and based on the archive data review. The potential root cause for the reported complaint is due to the defective load cells as a result of damage sustained by mishandling. Upon visual inspection, noticed bent battery spring guide on the autopulse platform. The observed damage is unrelated to the reported complaint. The probable cause for the damage was due to user mishandling. The battery spring guide was replaced to address the damage. The autopulse platform failed initial functional testing due to ua07 (discrepancy between load 1 and load 2 too large) error message and the archive data review showed several occurrence of ua07 error message on the reported complaint date. The load cells were replaced to address the ua07 error. During 15 minutes run in test, the autopulse platform displayed fault 27 (encoder fault). The observed fault code is unrelated to the reported complaint. The drive train was replaced to address the fault 27. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Following service, the autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with sn (B)(4). Ccr (B)(4) was reported on (B)(6) 2018 and the load cells were replaced to address ua07 error.

Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on. No further information was provided. No known impact or consequence to patient information was provided.